Event description:
Customer reported that his sensors were not returning accurate readings. Customer stated that while his sensor had been reading a glucose level below 80 mg/dl for over an hour, his threshold suspend had not alarmed although it was set to 80 mg/dl. Customer' sensor glucose level was 62 mg/dl at the time of the call. During troubleshooting, it was determined that customer's threshold suspend was in fact set to 70 mg/dl. Customer's sensor glucose reading had to reach 60 mg/dl before the alarm sounded. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.